Event description:
It was reported that the patient presented remotely via merlin net. Upon review of the transmission, it was noted that the pacemaker exhibited loss of atrial capture. No intervention was performed and the patient experienced no consequences.

Manufacturer narrative:
Further information was requested but not received.